Manufacturer narrative:
The returned product consisted of the comet ii pressure wire. A visual inspection of the device revealed that the body of the wire was kinked at 130cm and 178cm from distal to proximal. There was also a detachment in the wire 33cm from distal to proximal. The tip of the wire was also kinked. The device was then put through functional testing, which revealed no further damages or defects. Regarding the pressure equalization issues, analysis of returned product revealed that the device does not have any functional defect. No issues could be found that can be attributable to the reported events. Batch record review concluded that no manufacturing deviations were identified during the manufacturing process which could have contributed to the reported issues. Additionally, during the product analysis, it was observed the tip bent / kinked, stretched, and the body bent / kinked and detached. These issues could be related to an excessive force applied to the device during procedure, as well as operational factors such as handling/technique. Because the reported issues of pressure equalization were not able to be confirmed, this investigation was assigned a conclusion code of no problem detected.

Event description:
It was reported that incorrect equalization occurred. An fg comet ii EU/ic was selected for use. During preparation, incorrect equalization occurred. The procedure was completed with another of the same device. No further complications were reported. However, device analysis revealed that the wire was observed detached at 33cm from distal to proximal.